Manufacturer narrative:
Initial.

Event description:
It was reported that the charger for an ilet system displayed a flashing green indicator and did not charge the patient¿s smartphone, though it charged the ilet device when tried on different outlets, suggesting inconsistent charger performance. Symptoms included no adverse clinical effects. Outcomes included no impact on health, alerts, or alarms. Investigation included remote troubleshooting and user education to verify outlet function and device compatibility. Investigation of this case revealed a suspected malfunction of the charger component consistent with a charging failure, with no associated pump performance issue. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the charger.